Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced lead migration from foremen. Surgical intervention occurred to address the issue wherein the lead was explanted and replaced on (B)(6) 2025. Therapy was restored.